Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an out of range impedance alert. The out of range impedance alert prevented the patient's ipg system from being programmed into magnetic resonance imaging (MRI) surescan mode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high impedance was noted on the ra lead.